Event description:
The reporter states that the lancet does not retract back into the accu-chek softclix lancet device. She states that the lancet device primes/fires fine. However, she was unable to recall if the lancet protruded past the cap of the lancet device after firing. No reported actions/treatment. No accidental stick or adverse event reported. New lancet device with lancets sent and return requested.